Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to remove and inspect the cartridge, clean the pump¿s pneumatic tap area, and successfully reload the cartridge, allowing them to resume insulin therapy.